Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and radiculopathy. The patient reported that their device was replaced because it was 10 years old and the electrodes were not working, so the whole unit was replaced. The patient stated that the device was replaced on (B)(6) 2017. No further complications or patient symptoms were reported or anticipated.